Manufacturer narrative:
Device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 17-apr-2024, it was reported that on (B)(6) 2024, the patient experienced that the infusion set fell off during use. At the time of issue blood glucose was over 400 mg/dl. Also, four infusion sets had adhesive issues. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.